Event description:
A recurring occlusion issue with a mobi pump was reported by the customer. A specific blood glucose level impact was not mentioned; however, there was no reported adverse effect on the customer's blood glucose levels. Despite various troubleshooting attempts, including trying new pump site locations, the occlusion problem persisted. Clinical support recommended replacing the pump, and a pump replacement was approved. The customer was informed about placing the pump in storage mode, returning it properly, and was notified about tracking details for the shipment. Customer continued to use the pump for insulin therapy.